Manufacturer narrative:
(B)(4). D4: batch # unk d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, there was a fly when opened the package. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 9/18/2024. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection were conducted on the returned device. Visual analysis of the returned sample revealed that one ech60r foil was returned opened; upon visual inspection, an insect was found inside the foil. Additionally, photos were provided and they showed the condition of the reported event. Based on the information currently available, a product issue was identified during the investigation of the sample received. This defect is potentially related to a manufacturing process. However, no conclusion could be reached as to how an insect was present inside the sterile package. This product issue will be addressed through ethicon endo surgery¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device ech60r; tacbgqs0 number, and no non-conformances related to the reported complaint condition were identified.